Manufacturer narrative:
Exact date unknown, event occurred couple years ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. The explanted ipg will not be returned as it was kept by the medical facility.